Event description:
The user facility poc lab called and said the suspect device had a melted base. It is melted near the connection and looks as if some liquid may have pooled inside, but is unsure. No injuries alleged. The device was replaced and requested to be returned for evalaution.